Event description:
It was reported that a uv flash disconnect y-set had a connection issue with a transfer set. The reporter stated that a ¿mis-spike¿ occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2 for this patient and event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The transfer set was returned, and the evaluation was completed. Visual inspection (microscopic and naked eye) identified no abnormalities. Underwater leak, clear passage and clamp functional tests were performed with no issues noted. The internal diameter of the patient adapter was measured, and it was within specification limitations. The reported connection issue was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.